Event description:
Journal article: diagnostic yield and safety of biopsy guided by electromagnetic navigation bronchoscopy for high-risk pulmonary nodules. Publication date: february 24, 2021. Background: electromagnetic navigation bronchoscopy (enb) is a useful method to obtain tissue for peripheral lung nodules. We aimed to understand the diagnostic yield and safety profile in high-risk pulmonary nodules that cannot be accessed by percutaneous transthoracic needle biopsy. Based on the article, there were seven (7) adverse events documented: -there were four (4) patients that exhibited moderate bleeding that required cold saline and topical epinephrine. One (1) of the four (1) patients experienced respiratory failure that required intubation due to obstruction of the bronchus by a blood clot. -there were three (3) patients that developed a pneumothorax. One (1) of the three (3) patients required a chest tube insertion. There was no allegation or information to suggest there was an associated malfunction of a veran device.

Manufacturer narrative:
B3: date of event - procedures were performed between october 2018 and may 2020. Pneumothorax and bleeding are known risks of the device and the associated procedure(s). Refer to the journal article attached to this submission.